Manufacturer narrative:
Complaint statement co21-2100-188: no samples were received for evaluation. No pictures were received. We have no further complaints for the material/batch. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states sites are experiencing underfilling tubes. This was first reported in (B)(6) 2020. Greiner was not contacted at the time due to covid overload and was just followed up recently. The client is concerned about the quality of future tubes and the continued use of the tubes.